Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/06/2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed a rebooting event that occurred on (B)(6) 2014 after the pump alerted for a replace-battery alarm; an unexplained rebooting event occurred on (B)(6) 2014. No damaged was found to the battery compartment or battery cap; the cap¿s contact dimensions were within specification. The battery cap was able to be properly secured to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No moisture, damage, or defect to the pump¿s internal components was observed.

Manufacturer narrative:
Follow-up #1 date of submission 07/25/2014-additional information: on (B)(6) 2014, it was reported the patient¿ blood glucose was between 250 mg/dl and 499 mg/dl without signs or symptoms of hyperglycemia. This health condition does not meet animas criteria for a serious injury.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.